Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient's lead eroded through their skin. Surgical intervention took place where the lead was explanted to address the issue. Patient denies any recent trauma.